Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. This report is for a nail- unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a 12mm elfn nail for a proximal femur fracture about 12 months ago. Reportedly, the first distal screw broke which dynamized the fracture, and subsequently the nail then broke at the level of the second recon screw. The nail took 3 hours to remove - multiple sets were opened to try and get nail out of femur - and was replaced with a 12mm 130deg x 400 pfna nail, 100mm blade and expert 5.0mm distal locking screws x 2. The surgeon is sure that the implants failed as a result of the fracture not uniting with review of x-rays and biology. Concomitant devices: two unknown hip screws. This complaint is for one (1) nail. (B)(4).

Manufacturer narrative:
Implanted date: unknown date approximately 12 months ago. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: recon screw (part 04.003.031, lot 9598567, quantity 1); recon screw (part 04.003.032, lot unknown, quantity 1).

Manufacturer narrative:
Part 04.003.564, lot 3656016: release to warehouse date: december 28, 2010. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection the part is broken into two pieces, the surface is scratched around the place of breakage, this thus confirming the complaint description. Device history record review showed no issues. All the measurable features pertinent to complaint condition have been found conforming to specification. The visual inspection showed that the nail is damaged post production: it is broken at the level of the third hole and the surface is scratched. All the holes and zone more proximal to the breakage were inspected and were found conforming to the specification. There is no evidence of manufacturing related nonconformance. The review of the raw material for the items involved in the issue has been verified through review of certificate documented in the device history record review. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.